Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure, the physician tried to advance the biopsy forceps through the scope and experienced difficulty advancing and withdrawing the forceps. When the device was removed from the scope it was noted to be broken and bent. The case was completed with another of the same device. Pt is reported to be "fine". Note: user facility report was rec'd by the MFR 9/3/2008.